Event description:
The patient experienced a return of spasticity about 2 months ago. A catheter fracture was suspected and a revision was planned. The pump was delivering baclofen. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information received reported that patient had a catheter revision. It was found that the catheter became dislodged and anchor became unsecured from the fascia. The catheter was replaced with 8709 sutureless connector catheter. The patient's rate was reduced to 100 mcg/day from 200 mcg/day with a compounded concentration of baclofen of 1000 mcg/ml. The patient was doing well and was receiving spasticity relief with incremental dose adjustments.

Manufacturer narrative:
Catheter model# 8703w, lot# l70871, implanted: 1999 (B)(6), explanted:unk (B)(4).

Manufacturer narrative:
(B)(4).